Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device was interrogated and revealed and alert for high voltage lead impedance. No intervention was performed and the patient was stable and will continue to be monitored.